Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification that a patient, initial right knee implanted on (B)(6) 2009, underwent a revision procedure on (B)(6) 2011, in which the optetrak logic tibial inserts made of polyethylene were removed and replaced with another optetrak device. The plaintiff received a letter in or around april of 2022 informing her that her optetrak device had been recalled. Upon information and belief, as a result of the 2011 optetrak device failing, the plaintiff underwent another revision surgery on her right knee on (B)(6) 2022, approximately 10 years 7 months post the 2011 revision procedure for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. The plaintiff experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No device returns anticipated due to this being a legal case. No further information.

Event description:
***Additional information received from legal on 03-dec-2023*** legal case ¿ USA case(B)(4). Implant date: (B)(6) 2009, (B)(6), op report attached explant date:(B)(6) 2022, (B)(6). Op report attached ***original description summary*** legal case - USA - hss refer to case-(B)(4) rk rev1 it was reported via a legal notification that a patient underwent a revision procedure on (B)(6) 2011, in which the optetrak logic tibial was removed and replaced with another optetrak device; approximately 10 years 7 months post the 2011 revision procedure for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. The patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Based on review of all available information, there is no evidence or report to suggest that the event is related to failure of the device to meet specifications, devices are inspected before they are released for distribution. Device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. No ebi information found 22 jun 2023- v simms, rn. Additional information received from legal department 31 may 2023. This information does not alter the reportability assessments. Revision operative report of 30 jun 2022 - postoperative diagnosis: osteolysis status post right total knee replacement, wear of articular bearing, instability, recurrent effusions. Findings: severe osteolysis of the femur centrally with remaining epicondyles and struts of supportive bone in lateral and medial condyle iib bone loss. Osteolysis tibia iia bone loss. Osteolysis severe of the patella involving lateral facet with remaining eggshell of bone, not enough to support revision resurfacing components. Extensive synovitis consistent with poly wear and osteolysis. No evidence of infection. Implants not grossly loose. Severe poly wear with delamination. The patient was transferred to the recovery room in stable condition. Post-operative plan: the patient will be allowed to weight-bear as tolerated. They will receive perioperative antibiotics and be started on asa and mechanical compression devices for dvt prophylaxis. They will be discharged home from the hospital when they are comfortable and have met all pt goals. There is no device return. There are no photos or other images of the device provided. No additional information is available. Historical record & smartsolve searched for sn/patient name with no results. 2105094 02-012-44-2013 - logic tibia implant psc insert, sz 2, 13mm ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. / z-0021-2022 / k110547.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.